Manufacturer narrative:
Product event summary #o-arm mvs does not power on. Product analysis: (B)(4). Imaging modalities: fail; failures: other; summary: mvs does not power on. Ups defective (intermittent internal beeping like a relay blinking), no led of ups frontal panel. Ups must be replaced quote will be send to customer.; resolved: no. Other relevant device(s) are: product ID: bi71000480, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was defective (intermittent internal beeping like a relay blinking). No led of ups on the frontal panel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of an orthognathic procedure, the mobile viewing station (mvs) would not turn on, although the green and amber leds turned. The site checked the power outlet in the wall and checked all cables and connections, all without resolution. There was a delay to the procedure of less than an hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that while charging the ups, the relay kept clicking and the ups did not turn on. Not able to charge battery due to battery no longer being able to hold charge. Ups was functional with new battery. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.